Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box revealed several power on reset events in the black box history. Moisture damage was also observed in the battery compartment and on the battery cap. The battery compartment was also observed to be cracked from the threads to the case seal left of the grip pad. A leak test failed due to battery compartment leak. The pump was able to power on and the reported power complaint was unable to be duplicated. Unrelated to the complaint, the ok button was found to be unresponsive; however, there was no damage to the keypad cover. The keypad cover was removed; no contamination was found under the key contacts. The pump was opened; moisture damage was found on the keypad flex connector, continued glucose monitor board and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power, the battery compartment was cracked, and that moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event, and the reported issue was not resolved with troubleshooting. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.